Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient was reportedly hospitalized due to this issue and declined to provide event details. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.